Event description:
It was reported that a 36-year-old caucasian female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced left sided baker grade iii grade capsular contracture and right sided breast pain post procedure. Shortly after implant the patient began experiencing pain in the right breast that radiated all the way down to the elbow. This required the right side be drained. Subsequently, the patient developed the left sided capsular contracture. As a result, left sided capsulectomy and implant replacement is planned for (B)(6) 2022. See 1645337-2022-12162 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 14, 2022. The investigation of the returned device was completed by the failure analysis lab on november 15, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual inspection of the returned sample determined that a tear was observed on the anterior aspect of the breast implant measuring approximately 1.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).